Event description:
Revision surgery - due to the pt having pain in their left hip. When the surgeon removed the femoral head and liner there was no problem or damage to the components. The cup and liner appeared to be misaligned with the femoral head.